Manufacturer narrative:
Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited rising/high/undefined impedances, and rising thresholds. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.